Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the outer tubing overlay cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient received shocks for oversensing and short interval counts (sic). It was also reported that the lead integrity alert (lia) triggered for high impedance. The patient also reported being on the treadmill when shocks were delivered, which felt like a bomb went off. Therefore the right ventricular (rv) lead was removed and replaced with a new lead. It was further reported that the device possibly reached premature battery depletion. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.